Event description:
It was reported that a t-handle t25 stardrive shaft came apart intra-operatively. It was reported that the patient had surgery on an unknown date with an unknown construct and came in for a revision surgery due to painful hardware. During the revision surgery, a t-handle t25 stardrive shaft started coming apart while removing matrix screws. There were no fragments generated. The surgeon was able to remove the screws by cutting the rod in situ. There was no reported time delay. The procedure was successfully completed. The patient¿s outcome was listed as fine. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that the matrix t25 star driver t-handle (03.632.004 lot 7575336 mfg. 8/2014) was returned with the following complaint description: ¿during the revision surgery, while removing matrix screws, a t-handle t25 star drive shaft started coming apart.¿ the returned instrument was examined and the complaint condition was able to be confirmed as a gap existed between the handle and shaft of the returned instrument. No design or manufacturing deficiencies were identified for the returned driver which could have contributed to the complaint condition. This investigation summary is approved. The product was received under the complaint condition ¿broke: intraoperatively." The complaint condition of the handle loosening from the shaft was able to be confirmed as a small gap was present. While the complaint description noted that the driver was used in a revision surgery, it was not noted whether the failure occurred attempting to loosen a pedicle screw or a locking cap. These instruments are intended to be utilized to insert screws, not removing locking caps. The technique guide for matrix ((B)(4)) specifically notes: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 7575336 / release date (B)(4) 2014. Universal punch corp. Manufactured the t-handle t25 stardrive (part number 03.632.004 / lot number 7575336). The supplier¿s certificate of compliance (dated (B)(4) 2014) indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. A non-conformance report (ncr) was written for a missing step on the inspection sheet. The inspection sheet was revised and the ncr was closed. No other ncr's were generated for this lot and the parts were released (B)(4), 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.